Event description:
According to the reporter, during catheter wear, the venous end was found to be cracked, and the catheter was extubated and repositioned. The catheter was not repaired. There was a leak at the blue luer adapter. There was a crack in the blue (venous) luer adapter. There was no abnormality observed before use. There was no instrument used to loosen or tighten the device. There was no cleaning agent used on the device. Tego was not utilized. The insertion site was not treated with prior product placement. There was an unusual observe on the device prior to use. Flushing was not done prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. There was no intervention/treatment required as a result of the event. Replacement of the catheter was the remedial action performed and also the intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter that had a crack on its venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.